Event description:
Physician used ultrasonic mode with no occurence. When he asked to change mode to "iamin" or "capvac," no vacuum or irrigation was achieved. Cassette packs and tubing tips rechecks were performed with no results. "Ia max" mode was functional but recording vaccums not on panel. Intraocular lens implanted by physician with small amount of cortex left. Service rep came same day to replace panel.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: factory trained/authorized/owned service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.